Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, while on the duodenal transection, the device was fired but the staple line opened. The surgeon had to repair the opened staple line with manual suture. As a result, the surgical time extended for more than 30 minutes due to the issue. There was no tissue damage or loss. There was no patient injury.